Event description:
A report was received that the patient fell on his back and experienced a change in stimulation and experienced occasional shocks. The physician suspected the lead extension to be faulty as the lead extension displayed high impedances. The patient underwent a revision procedure wherein the lead extension was replaced. The patient was doing well postoperatively.

Event description:
A report was received that the patient fell on his back and experienced a change in stimulation and experienced occasional shocks. The physician suspected the lead extension to be faulty as the lead extension displayed high impedances. The patient underwent a revision procedure wherein the lead extension was replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Lead extension sc-3138-55 (sn (B)(4)) device evaluation indicated that the lead passed mechanical tests performed. The complaint of high impedance was confirmed. X-ray inspection of the lead extension revealed fractured cables 1,3,4,5,6,7,8 were fractured at the spring contacts in the distal connector stack. The broken cables resulted in the reported complaint of high impedance. There are no exposed cables. The root cause of lead fracture is unknown. A review of the manufacturing documentation for the lead extension revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.